Manufacturer narrative:
A patient received a false negative result on the roche elecsys hcg beta assay. Based on this result, the patient was started on roaccutane medication and epidermal creams. The patient was confirmed to be pregnant via ultrasound. The pregnancy was terminated due to the medication. Request from FDA: have you completed your investigation regarding this event? What were your findings and conclusions from the investigation? Response from manufacturer: this event occurred in turkey. Response from manufacturer: the investigation determined that although the calibration on the (B)(6) 2018 was within specifications, controls were not run on the day of the event. Per the elecsys hcg+b package insert: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Response from manufacturer: the alarm trace showed two abnormal sample aspiration messages on (B)(6) 2018. Such messages indicate sample pipetting errors, e.g. Related to improper pre-analytical conditions. Response from manufacturer: lab humidity was 25% which is below the required 30-85% specification. The low lab humidity causes unreliable sample liquid level detection, which can cause undetected sample mis-pipetting and low results. Request from FDA: did you take any proactive actions regarding this event (e.g., follow up discussions with the customer, instrument service, etc.)? Response from manufacturer: the investigation results and recommendations were communicated to the customer. Request from FDA: did the customer report receiving false negative results for any other samples tested around the date of this event? Response from manufacturer: the customer has not reported any other false negative results for other samples around the time of this event. Request from FDA: you stated in the MDR that an alarm trace showed two abnormal sample aspiration alarms on the date of the event. Did you determine if these alarms were related to the event? Was sample quality or an instrument issue thought to contribute to the event? Response from manufacturer: the two abnormal sample aspiration messages on the alarm trace on the date of event, (B)(6) 2018 indicate sample pipetting errors, e.g. Related to improper pre-analytical conditions. Response from manufacturer: lab humidity was also 25% which is below the required 30-85% specification. The low lab humidity causes unreliable sample liquid level detection, which can cause undetected sample mis-pipetting and low results.

Manufacturer narrative:
Request from FDA: a patient received a false negative result on the roche elecsys hcg beta assay. Based on this result, the patient was started on roaccutane medication and epidermal creams. The patient was confirmed to be pregnant via ultrasound. The pregnancy was terminated due to the medication. Request from FDA: have you completed your investigation regarding this event? What were your findings and conclusions from the investigation? Response from manufacturer: this event occurred in turkey. Response from manufacturer: the investigation determined that although the calibration on the (B)(6) 2018 was within specifications, controls were not run on the day of the event. Per the elecsys hcg+b package insert: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Response from manufacturer: the alarm trace showed two abnormal sample aspiration messages on (B)(6) 2018. Such messages indicate sample pipetting errors, e.g. Related to improper pre-analytical conditions. Response from manufacturer: lab humidity was 25% which is below the required 30-85% specification. The low lab humidity causes unreliable sample liquid level detection, which can cause undetected sample mis-pipetting and low results. Request from FDA: you indicated that the alarm trace showed two abnormal sample aspiration messages on (B)(6) 2018, which indicate sample pipetting errors (e.g. Related to improper pre-analytical conditions). Was the user flagged regarding these abnormal sample aspiration messages (i.e., was the flag working as intended?)? Response from manufacturer: yes, the flag worked as intended. The device returned these flags to the user, indicating these samples were not appropriate for analysis. The abnormal sample aspiration messages were not for the sample associated with this case but for other samples run the same day as the sample in this case. Since other samples were flagged on the same day the event occurred, this indicates that pre-analytical factors may be contributing to the issue. Request from FDA: did you take any proactive actions regarding this event (e.g., follow up discussions with the customer, instrument service, etc.)? Response from manufacturer: the investigation results and recommendations were communicated to the customer. Request from FDA: did the customer report receiving false negative results for any other samples tested around the date of this event? Response from manufacturer: the customer has not reported any other false negative results for other samples around the time of this event. Request from FDA: you stated in the MDR that an alarm trace showed two abnormal sample aspiration alarms on the date of the event. Did you determine if these alarms were related to the event? Was sample quality or an instrument issue thought to contribute to the event? Response from manufacturer: the two abnormal sample aspiration messages on the alarm trace on the date of event, (B)(6) 2018 indicate sample pipetting errors, e.g. Related to improper pre-analytical conditions. Response from manufacturer: lab humidity was also 25% which is below the required 30-85% specification. The low lab humidity causes unreliable sample liquid level detection, which can cause undetected sample mis-pipetting and low results. Request from FDA: was the result on the print out flagged? Response from manufacturer: for the specific result associated with this MDR, the provided result printout of the device did not show a flag. Typically when the sample is flagged with an abnormal sample aspiration message, a result is not produced. Request from FDA: did the user not see the flags? Response from manufacturer: the user did see the flags. Request from FDA: you stated that lab humidity was 25%, which is below the required 30-85% specification, and can cause unreliable sample liquid level detection leading to undetected sample mis-pipetting and low results. It is unclear how low lab humidity can cause unreliable liquid level detection and ultimately low results. Please explain in more detail how low lab humidity could lead to low results. Response from manufacturer: the device liquid level detection (lld) functionality is via capacitive charge. The measured capacity is between the sample tip and the sample and changes with the distance sample tip-to-sample and the conductivity of the separating material (here: ambient air). Air humidity influences this conductivity and therefore offsets the measured capacity. If humidity is out of range, it can cause erroneous or failed lld. The consequences of erroneous lld include aspiration of air instead of sample material. No sample or insufficient sample volume in the assay incubate will cause false-low results. Request from FDA: please explain the mitigations in place if humidity is too low or too high. For example, do you communicate with customers regarding acceptable humidity levels in the lab? Response from manufacturer: the ambient humidity requirements are described in the instrument operator¿s manual. Response from manufacturer: if out of range humidity conditions are found at the customer, it is communicated and explained to the customer. Request from FDA: you indicated that the investigation results and recommendations were communicated to the customer. What were the recommendations that were communicated to the customer? Response from manufacturer: the recommendations provided to the customer were related to sample quality and lab humidity. Since abnormal sample aspiration and abnormal aspiration errors are noted throughout the trace this is suggesting a pre-analytical issue. Response from manufacturer: possible causes of the pre-analytical issues could be related to: foam or bubbles on the sample surface, tilted tubes in combination with wet tube walls, fibrin clots or strands caused by insufficient pre-analytical handling. Response from manufacturer: it was confirmed by the customer that they understood that there were problems in pre-analytical conditions. They changed to a different tube and also increased clotting time. The customer confirmed that after these changes were made there were no further issues. Response from manufacturer: the customer also confirmed that they did not run controls the day that this event occurred. Response from manufacturer: additional medical information: in this case, it is reasonable that the result originally provided is appropriate for the stage of pregnancy. Working back from the ultrasound at pregnancy week (pw) 6+5* it is estimated that the first test was performed in pregnancy week (pw) 3+4. Pw 6+5 means: 6th week of pregnancy completed, 5th. Day of the current 7th. Week. In naegele´s calculation, which is the basis of calculation of gestational age, day one of the first pregnancy week (pw 0+1) is the first day of the last menstruation (lmp), in this case the (B)(6) 2018. Conception usually occurs approximately 14 days after the last menstruation (lcm), which in this case was approximately 30-september. Approximately 7 days later the zygote burrows itself into the uterine endometrium (in this case approximately 7-october). The first test was conducted 8-october. From a medical point of view a very low result of hcg beta at pw 3+4 may also reflect a pregnancy shortly after conception and before nidation. In case of sexual intercourse around the date of ovulation, a pregnancy cannot be excluded as certain. The package insert claims for the 3rd pw is 5.8 - 71.2 miu/ml for the 5-95th percentile (n = 25). A pregnancy test before initiating roaccutane therapy is mandatory. It is not advisable to exclude pregnancy shortly after ovulation if sexual intercourse occurred at that time, because the pregnancy might be in the stage of nidation or even shortly before nidation.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system on a cobas 6000 e 601 module. The patient came to the dermatology clinic for acne vulgaris treatment and was examined in the clinic on (B)(6) 2018. The dermatologist ordered hcg testing for the patient. A sample from the patient was tested for hcg on the e 601 analyzer, resulting as 0.222 miu/ml. Based on this result, the patient was started on roaccutane medication. In addition to the roaccutane medication, the patient received expicial lipo solution (epidermal cream) and hametan pomad (epidermal cream). On (B)(6) 2018, the patient was tested for hcg using an unknown test strip method. The hcg result was positive. The patient went back to the customer site and the dermatologist asked the patient's gynecologist for an opinion. It was confirmed by ultrasound that the patient was pregnant for 6 weeks and 5 days. The patient was then transferred to a hospital where the pregnancy was terminated due to the medication. The patient is currently in good physical health condition. The customer changed sample tubes approximately 1-2 months prior to (B)(6) 2018 as they felt the previous tubes were of poor quality. Quality controls for the hcg test were not performed on the day of the event.

Manufacturer narrative:
The elecsys hcg + beta test system lot number was 38599, the expiration date was not provided. Calibration before the event was within expectations. Qc after the event was within ranges. The alarm trace shows 2 abnormal sample aspiration alarms on the date of the event. The investigation did not identify a product problem. The cause of the event could not be determined.